Event description:
It was reported that the customer experienced a blood glucose (bg) level of 480 mg/dl and a high ketone level identified as dangerous by healthcare professional. The customer went to the emergency room and was subsequently hospitalized. Reportedly, customer received "intensive care unit (ICU) treatment;" however, hospital did not have any ICU beds available. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer alleged the pump "malfunctioned;" however, pump data review with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.